Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review could not be completed as no serial number was provided.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. D4: item number, serial number, UDI, h4 - manufacture date, and g5: 510k are unknown; no verifiable product information has ben provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It as reported that an unidentified item with unknown item number and serial number (B)(6)x represents a missing number) had a product fault. It was stated that the fan was broken in several parts and the front cover panel was detached. Patient involvement is unknown. Additional information was requested; however, no further specific details on this incident or device involved were received. Item lot number and full serial number remain unknown.